Event description:
At bench repair there was an issue found with no audio from the mx40. There was no report of death or serious injury caused by the telemetry device. The device was not in clinical use.